Event description:
This report is based on information provided by a third-party bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, while at a bench repair facility indicating that the device dc (direct current) charging port was damaged, the center pin was pushed in. There was no patient involvement, therefore no health consequences or impact.